Manufacturer narrative:
The root cause of the leak was due to an accumulation of blood in the probe wash that required cleaning. The issue was resolved after the field service engineer performed the services described. ((B)(4).)

Event description:
Customer called to report observing a red-colored fluid leak in front of the barcode reader of the unicel dxh 800 coulter cellular analysis system. Customer was unable to locate the source of the leak. Customer stated that patient samples results were not affected, and that no one was harmed by or exposed to the leak. The field service engineer (fse) inspected the instrument and found that the source of the leak was the probe wash. The fse flushed out and cleaned the probe wash, after which there was no further evidence of leaking. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue.